Event description:
The customer reported to olympus the evis exera ii duodenovideoscope was a scope of potential infection after being notified by the maine center for disease control (cdc) that they were dealing with a carbapenem-resistant enterobacterales (cre) organism. The scope of concern was cultured by the customer on (B)(6) 2020, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. On (B)(6) 2021 the scope was tested after a known cre case. The scope tested negative after each culture on (B)(6) 2020, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. The epidemiologist was made aware of a cluster of patients that were infected over 1 year ago with carbapenem-resistant enterobacteriaceae (highly resistant cp-cre organism). A "few patients" tested positive; however, reprocessing department was never informed. The reprocessing department was instructed to pull the device out of service on (B)(6) 2021. The device was cultured on (B)(6) 2021. The culture was done after the device had been disinfected numerous times as the patient infection occurred in july 2020. The device culture was negative. The customer further reported that they had three patients who had been examined by this particular scope and were genetically identical e. Cloacae. This is for patient identifier (B)(6) for patient 3 of 3 who is a (B)(6) female weighing (B)(6) with a medical history of anemia, biliary obstruction, type 2 diabetes mellitus (on insulin), a gastrointestinal hemorrhage, coronary artery disease, transaminitis and hyponatremia. The patient was scoped on (B)(6) 2020 for a gastrointestinal hemorrhage and an abnormal cat scan of the pancreas showing a mass at the tail. The patient was diagnosed with an infection after her gallbladder culture was positive for klebsiella pneumoniae carbapenemase (kpc)-producing enterobacter cloacae on (B)(6) 2021. She was treated with intravenous antibiotics and her reported status is living. (B)(4) reports patient 1 of 3. (B)(4) reports patient 2 of 3. This complaint is for patient identifier (B)(4) for patient 3 of 3.